Manufacturer narrative:
The user facility reported that an overheat incident occurred during a case. The hospital biomed was unable to duplicate the complaint and no further details were available. The rapid infuser was therefore returned for evaluation and was tested using our standard operating procedures. We were unable to confirm the customer complaint of an overheat after extensive testing and stress testing at elevated temperatures for 48 hours. The manufacturing records of the rapid infuser were reviewed and indicated nothing notable. We were unable to investigate the disposable set involved in the case, as it was discarded at the hospital and the lot number was not reported. We will continue to contact the user facility to request additional details about the case, as well as the lot number of the disposable set. It was reported that another unit was brought in to finish the case and the patient was not harmed. Should additional information become available, a supplemental report will be submitted.

Event description:
We received a report from the hospital biomed that an "overheat incident" was reported during a case. Another unit was brought in to finish the procedure and the patient was not harmed. The disposable set was discarded. The biomed was unable to confirm the failure in the lab, but requested that the unit be returned to belmont for investigation. No further details of the case were available.